Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had developed pain at the lead insertion site and also reported pain while sitting in the car. It was also noted that the leads had migrated towards the skin. The patient will undergo a lead revision procedure to bury leads deeper.